Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The log file contained approximately 13 days of data (08aug2019 ¿ 21aug2019 per timestamp). On 20aug2019 at 1:51, the voltage across both cables simultaneously dropped to ~7.3v then to ~0v in approximately 4 seconds activating the low power hazard and no external power alarms. The alarm cleared once power was restored, the event lasted approximately 14 seconds, and appear to be related to a loss of power while connected to the mpu. The alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mobile power unit was not returned for analysis and remains in use. Attempts were made to gather more information regarding the reported event; to date, no further information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The heartmate iii patient handbook was available for use at the time of the event. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed including no external power alarms. Section 3 of the patient handbook, entitled ¿powering the system¿, outlines the use of the mpu including how to connect the mpu to power and the lights that are active when the mpu is powered on and functioning properly. Section 3 also outlines the use of the different power sources and warns the user to keep the controller connected to at least one power source at all times. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that log files were sent for review. Log file analysis observed multiple no external power alarms while on the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted.